Manufacturer narrative:
Issue identified during the procedure. Initial reporter reported that the skin got very cold.

Event description:
Probe frosted up the shaft during pretesting. Skin got very cold.